Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The physician was unable to insert the companion sheath. The impella cp was implanted and while trying to prepare a companion sheath for single access sheath, the dilator was not possible to push forward in the sheath. Afterwards, the companion sheath was not considered for single access and another sheath was used. There was no harm to the patient.

Manufacturer narrative:
A.4 - a.6 are unknown. Section d and h.4 - 7 french companion sheath is unknown even though it was been returned. The 7 french companion sheath was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Correction d6b explant date. The investigation of the reported failure mode has been completed. While trying to prepare companion sheath for single access sheath dilator was not possible to push forward in the sheath. Another sheath was used instead. 7 fr companion sheath returned and inspected. Access sheath unable to push past a few inches into the companion sheath. Kink noted in access sheath at the point it could not pass by. Borescope imaging shows inside the companion sheath is deformed. The cause of the introducer difficult to insert was material deformation found in the companion sheath. The cause of this deformation is not known. Device history review: the device passed all the post sterile inspection checks.